Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. On 9/2/2016 a generator 25 error was identified. Was able to successfully take multiple 2d shots and 5 3d scans without issue. After the 5th scan the generator gave an error 25 which relates to the battery power. Disconnected j7 connection and tested the batteries and chargers. While testing pins 15-16 on both the charger and battery side, got less than 1vdc. Charger 1 and tray 1 both require replacement. Charger 2 also had multiple pairs that were near the lower limit of the specification. Recommended to the site that they also replace this charger board to avoid this issue occurring again soon. A quote for these parts has been provided to the customer. No additional service can be performed until a po is issued. On 09/09/2016 - replaced batteries tray 1 along with charger board 1 and 2. Performed system check out, imaging system is operational. The replaced parts have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unable to acquire 2d or 3d images. It was reported that the system was beeping loudly during this time. The use of the imaging system and medtronic navigation were discontinued because of this issue and the procedure was completed with the use of a c-arm. The patient was not impacted.

Manufacturer narrative:
Investigation of returned suspect battery charger 1 confirmed the reported problem. During functional output bench testing it was noted channel a has no output. Channels b-h are within inspection parameters. No channel a led. Channels b-h led's all light. No sense voltage measured. Investigation of returned suspect battery charger 2 confirmed the reported problem. During functional output bench testing, it was noted channel f overload and max load is higher than the acceptable output. Channels b-e, and g-h are within inspection parameters. All led's light. White residue was noted on capacitors. Investigation of returned suspect batteries confirmed the reported problem. The batteries failed bench testing. Batteries tested 12.89vdc, 12.88vdc, 12.88vdc, 12.82vdc, 0.5 vdc and 0.4 vdc. Two of the six batteries tested low. Passed visual inspection. The reported issue was confirmed to be related to an electrical failure of the battery chargers 1 & 2 and batteries.